Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended while pump was still within normal operating altitude range, with speaker openings on back of pump obstructed. There was no adverse impact to the customer's blood glucose level. Customer removed obstruction, cleaned speaker holes as instructed, reconnected cartridge, and waited the recommended time to resume insulin; pump resumed normal operation without recurring alarms, and technical support provided tips to prevent future altitude alarms, which caller acknowledged.